Event description:
On 13-jun-2022, a spontaneous report from the (B)(6) was received via telephone regarding an 84-year-old male who used a thermacare lower back and hip 8hr xl heatwrap. Medical history included prior use of thermacare without issue, back surgery several years prior, back pain, arthritis, diabetes, use of a catheter, and chronic obstructive pulmonary disease (copd). Concomitant products included vitamin d and glipizide. Approximately on (B)(6) 2022, the consumer topically applied a thermacare lower back and hip 8hr l/xl heatwrap directly on the skin of his back in the morning. After having the heatwrap on for approximately 8 to 10 hours, the consumer took it off and noticed a red spot approximately the size of a quarter on his lower back. The consumer did not think it was a burn and put rawleigh salve on it and covered the area with a band-aid. When then band-aid was removed the area had more redness. A home health nurse visits the consumer every two weeks to check on the consumer's catheter and medical condition. The nurse looked at the are and stated it was a burn. The nurse used mepilex border flex dressing and sterile saline wound wash solution. She cleaned the area with saline and changed the dressing every 3 days. The nurse thought that the area was healing nicely and expected it to completely heal by the next visit. No additional information was provided.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, a valid batch number was not available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.